Manufacturer narrative:
Letter rec'd from user on 2/12/2007 reporting that the facility had instructed him to wash and re-use the catheter despite the single use indication on the labeling. Response was provided to the user stating that the product is cleared by the FDA as a single use device and is not appropriate for re-sterilization or reuse as indicated on the labeling. Second letter rec'd 2/27/07 reported the incident described in this complaint that the user stated occurred due to repeated reuse of the product (allegedly at the instruction of the facility) despite labeling to the contrary.

Event description:
It was reported to tyco healthcare/kendall on february 27, 2007, by the user (pt) that he had a problem with a urethral catheter. The user reports while inserting the catheter, the white rubber tip came off in his hand. User reports that he lost the catheter into his bladder, was taken to the hosp and underwent a surgical procedure to remove the catheter. Per the user, he had been instructed by the facility to wash and re-use the catheter and had done so multiple times with this catheter prior to this event despite the fact that the catheter is a single-use only device.